Event description:
Additional information: it was reported that the entire device system was explanted. The catheter access port contrast study performed on (B)(6) 2010 results showed the catheter to be out of the intrathecal space. It was indicated that the device system delivered dilaudid, not infumorph.

Event description:
Additional information received reported that patient was hospitalized because of the event. In regards to the infection it was added that during the catheter revision surgery, upon opening the pocket to the pump signs of infection were apparent. Patient outcome was noted as resolved without sequelae as of 2011-(B)(6).

Event description:
It was reported that the catheter was dislodged. The patient experienced an increase in pain; a "sharp increase in pain trying to vacuum". An x-ray was performed on (B)(6) 2010 and the results were that the catheter was out of the intrathecal space. A catheter access port contrast study was done on (B)(6) 2010 and the results were they were unable to access the port due to pump angulated tilt. The device was explanted on (B)(6) 2010 after "finding infection". The patient outcome was reported as resolved without sequelae on (B)(6) 2011 it was unclear if the drug in the pump was dilaudid or infumorph.

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6).

Manufacturer narrative:
(B)(4).